Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), pelvic pain ('chronic/pelvic pain/pain') and salpingitis ('fallopian tube mild acute intratubal inflammation') in a 28-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included type 1 diabetes mellitus and pregnancy. Previously administered products included for an unreported indication: mini pill. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced psychological trauma ("psych injury/psychological or psychiatric problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("infection(urinarytract)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (bilateral rem and salpingectomy (unilateral), other). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, salpingitis, menorrhagia, allergy to metals, rash, skin disorder, psychological trauma, cystitis, vaginal infection, vaginal discharge, vaginal haemorrhage and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, alopecia, hormone level abnormal, weight increased, nausea, abdominal pain lower and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, rash, salpingitis, skin disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, allergy, psych injury, fatigue, hair loss, hormonal changes, weight gain and nausea. Current weight 165 lbs. 3 coils visualized on the right, 4 coils visualized on the left previously reported date od removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information, lot number added. Events : abnormal bleeding (vaginal), infection(urinary tract), expulsion of essure device, lower abdomen pain, uterus pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), pelvic pain ('chronic/pelvic pain/pain') and salpingitis ('fallopian tube mild acute intratubal inflammation') in a 28-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included type 1 diabetes mellitus and pregnancy. Previously administered products included for an unreported indication: mini pill. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In 2013, the patient experienced psychological trauma ("psych injury/psychological or psychiatric problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("infection(urinarytract)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (bilateral rem and salpingectomy (unilateral), other). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, salpingitis, menorrhagia, allergy to metals, rash, skin disorder, psychological trauma, cystitis, vaginal infection, vaginal discharge, vaginal haemorrhage and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, alopecia, hormone level abnormal, weight increased, nausea, abdominal pain lower and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, rash, salpingitis, skin disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, allergy, psych injury, fatigue, hair loss, hormonal changes, weight gain and nausea. Current weight 165 lbs. 3 coils visualized on the right, 4 coils visualized on the left previously reported date od removal: (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Lot number: a50514 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (unilateral), other). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, alopecia, hormone level abnormal, weight increased and nausea had resolved and the menorrhagia, allergy to metals, rash, skin disorder, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, allergy, psych injury, fatigue, hair loss, hormonal changes, weight gain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury¿ was updated to chronic/pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, rash, skin condition, psych injury, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, nausea and she did not underwent an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.